Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
A pt was implanted with a 7.3mm cannulated screw for a scfe about 5 years ago. Pt complained of discomfort and was taken back to the operating room on (B)(6) 2012 for removal.